Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states for the past year she feels stimulation even though the stim is off. Patient was advised to lower stim to 0 and off and see if this helps.